Manufacturer narrative:
(B)(4). Batch # p57r79. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batches. Additional information was requested and the following was obtained: can you please clarify what is meant by: ¿the proximal end was tilting up.¿? The proximal part of the cartridge was deformed is this in reference to the proximal portion of the plastic deck of the reload? Unknown did staples begin to deploy, but no cut line was observed? Yes, no staple and cut line did the lock-out (no staples deployed and no cut line started)? Or, partially fire (deployed staples and cut but could not be completed)? Unknown, but not partially fire was the staple retaining cap removed after the cartridge reload was loaded in the device jaws? Yes

Event description:
It was reported that during the right lung posterior segment + right apical + right lower lobe nodule resection, could not fire and found the proximal end was tilting up. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p57r79. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60d (batch n57a9y) cartridges reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.